Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Z-1661-2014: product event summary: analysis found that the upper and lower cases were broken and that the main printed circuit board was out of specification. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis found that all low battery tests met specifications. Functional testing passed. Conclusion: could not confirm the intermittent failure seen during service and repair of the device.

Event description:
The external pulse generator was returned as a trade-in/exchange device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.